Event description:
The patient contacted animas on (B)(6) 2012 reporting that the keypad buttons had a delayed response. The patient stated that the up and down were noticed to have a delayed response but was unsure about the ok button. The patient confirmed that the keypad was intact. The patient reportedly wore the pump attached to a belt and did not clean the pump. This report is made based on the allegation of the keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 06/05/2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the evaluation revealed that all of the keypad buttons were responding to button presses as expected and had normal spring back. There were no issues found with the key contacts. The reported unresponsive keypad issue was not duplicated during investigation.